Event description:
Pt reported pump serial number (B)(4) isn't working. In the middle of the night the remodulin "I somehow leaked and by morning the cartridge was completely empty. Patient was pale as she would get when off of remodulin for an extended period of time. The line is intact properly and the cartridge was intact. New pump will be supplied. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? Yes; if yes, was any medical intervention provided? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.